Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of going to the emergency room due to excessive vomiting thinking it was food poisoning. Customer was released and went back to the hospital two days later on (B)(6) 2009. Customer's blood glucose was 344 mg/dl; customer had diabetic ketoacidosis. Customer was in the intensive care unit and blood glucose elevated to 767 mg/dl. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. During troubleshooting, it was found that time on insulin pump was not correct; time was one hour ahead. Insulin pump received no alarms. Insulin pump passed high pressure test. Customer was advised that insulin pump was working as designed. Customer was advised to contact healthcare professional regarding unexplained high blood glucose.